Event description:
It was reported that after being cleaned at the user facility the device was leaking oil. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that after being cleaned at the user facility the device was leaking oil. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.